Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the description of the event, there are many possible scenarios as to the cause of the incident. However, most likely the highly flammable disinfectant had not dried completed on the tape (or below the tape) and/or vapors were at such a level to support the combustion when diathermy was applied. There are warnings in the erbe esu user manual addressing this issue. Additionally, the safety data sheets of the disinfectant warn the user that the disinfectants are highly flammable (including their vapors). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a right hip replacement. The esu was used with an erbe monopolar electrode (part number 20190-045, lot number w0294332) and a return electrode (from the dahlhausen company, part number information not provided, lot number 811910000). The settings were autocut mode, 180 watts, and effect 4 as well as swiftcoag mode, 180 watts, and effect 5. As normal, the operative site was prepared with disinfectant (i.e., cutasept g and octeniderm). Upon activation, combustion occurred (i.e., a flame) on the right lateral thigh which resulted in a 2nd degree burn/necrosis of 8 cm by 3 cm (note: the area was white in color with blisters.). The disinfectant had dried, but the combustion/burn appeared to have occurred below adhesive tape and proximally. To address the issue, a wound dressing with hydrocoll was applied to the affected area. Note: the esu was distributed by our parent company (erbe elektromedizin (B)(4)) to a (B)(6) medical facility.